Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots. The pump intermittently powered on with the returned battery cap to a dim/discolored display. The battery cap threads were stripped. The intermittent power was duplicated with a test battery cap. The battery compartment was found to be cracked. The pump was opened and there was no damage or moisture found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.